Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing (fall-off test). The cause for the failure was isolated to an open wire in the distribution node (dn) to ECG c cable. The blue (+5v) wire was open. The cause for the open wires was a pulled dn to ECG c cable. The root cause for the pulled cable was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the open wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.